Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope leaks black to charcoal grey water from distal tip. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿leaks black to charcoal grey water from distal tip¿ was confirmed. The following findings were also noted during device evaluation: biopsy channel leaking at plastic distal end cover and biopsy port, plastic distal end cover failed insulation test, insertion tube insulation is low, angulation is out of customers standards and has excessive play, plastic distal end cover is dented, light guide lens cracked, bending rubber glue is cracked, bending section is stiff, and insertion tube has tension. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.